Manufacturer narrative:
Product analysis: none of the described issues could be confirmed: the programmer was able to connect for software update without issue; interaction between the stylus and display functioned normally, with no freezing observed; no functional issues were found with the right side of the display. No other issues were identified. Software was reloaded as a preventative. The programmer passed all final functional, safety and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had difficulty completing a software update, via the software distribution network (sdn), using multiple ethernet connections. Software update was completed after several attempts. It was further reported that the programmer's cursor was vibrating in place, then the screen would freeze when contact was made with the stylus. It was further reported that the right side of the programmer's display had functional issues, when pressure was applied to the frame. The programmer was power cycled multiple times, but the issue persisted. The programmer was returned for service. There was no patient involvement..